Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. The reporter stated that the pump was alarming for occlusions more frequently that normal or expected. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an occlusion issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/11/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/27/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump alarm history revealed multiple occlusion alarms. An occlusion alarm was not duplicated during investigation; the device performed within specifications.